Manufacturer narrative:
The ge svc rep inspected the system and could not reproduce the problem. He reseated all of the boards, chips and cables. He tested the system and still no problem was found. The rep installed the new handle, and the new brake handle is functioning as intended.

Event description:
The customer reported that the horizontal and vertical locks are lost and the system reboots itself.